Event description:
The customer reported that during some seals, there was minor bleeding from the vessel even though an end tone, signifying a completed seal-cycle, was heard. Slight tension was applied to the tissue. The user was able to finish the procedure with the instrument, however, it was discarded. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device states to eliminate tension on the tissue when sealing and cutting to ensure proper function.